Event description:
The patient was sitting up in the chair for removal of an internal jugular plasmapheresis catheter. No complications were noted at time of removal. Post removal, hemostasis was achieved with the application of manual pressure for 10 minutes. The patient was then reported to feel tired and lightheaded. The patient became unresponsive, a code was called and the patient was intubated. A head CT and tte revealed an air embolism. The patient was extubated seven days post cath removal.